Manufacturer narrative:
Device being returned to manufacturer, to be investigated on return.

Event description:
User reported that a pump showed a speed error message and failed to rotate. The user was unable to troubleshoot, before swapping to a backup device to successfully complete the case. We consider inability to pump to be reportable, despite no harm to the patient involved.